Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. The pump was unable to verify the low reservoir alarm due to button anomaly. The pump was received with scratched lcd window, cracked display window corners, reservoir tube lip and belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 402 mg/dl. The customer treated the high readings with a manual injection. The customer stated that the numbers were not ramping on their own. The customer stated that the act button was unresponsive and was not able to give a bolus. The customer was unable to access the alarm history. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.